Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the device was failing internal leakage test, pressure transducer test, flow transducer test, patient circuit test during pre-use check. The device was checked during on site visit. Initially expiratory channel board was found defective. It was replaced and software system was reloaded. Device was checked again and pressure transducer test failure still persisted. Pressure transducer board was replaced to solve the issue. The device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs and defective parts were not provided for further analysis. Our conclusion is that the replaced parts were the cause of the failures.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).